Event description:
It was reported that the patient had a lack of efficacy with a ¿noneffective¿ implantable neurostimulator (ins). The patient was admitted to the hospital on (B)(6) 2007 and a CT scan was performed on the same date which showed normal findings. It was also noted that the patient had no ¿new¿ signs or symptoms. It was reported that there was a permanent discontinuation of the stimulation and that the entire ins system was explanted. The patient outcome, as of (B)(6) 2007, was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: extension. Product ID: 3387-40, lot# j0428349v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. Product ID: 3387-40, lot# j0428349v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: extension. (B)(4). Analysis of neurostimulator model 7428 serial #(B)(4), showed no anomalies and was functionally okay. Analysis of both lead models 3387-40 serial #(B)(4) showed no significant anomalies. Analysis of extension model 748251 serial #(B)(4) showed no significant anomalies. Analysis of extension model 748251 serial #(B)(4) showed that the distal end connector was twisted in the molded rubber. Results : information in file was greater than 2 years old. Significant changes have occurred during the past two years and information more than two years prior may not be applicable for current trending.